Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficult guidewire advancement is confirmed and was determined to be use-related. One 0.018 in. X 50 cm. Nitinol guidewire was returned for evaluation. An initial visual observation revealed abundant blood use residues throughout the returned sample. Slight bends were observed at the distal end of the guidewire. A functional test of attempting to slide a microintroducer over the guidewire revealed the microintroducer would not advance over the distal tip of the guidewire due to the excessive blood residues. A microscopic observation revealed blood use residues and a fibrous substance stuck to the distal end of the guidewire. The complaint of difficulty advancing the guidewire is confirmed and was determined to be caused by excessive blood use residues. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported, ¿this guide wire did not look this way until after I tried to put it in the pt., at which time I could not advance it and literally had to force it out of the vein! The vein was no longer usable after that. After I forced the guide wire out, she did have some bleeding and expressed some pain at the site, the bleeding was easily controlled. It did leave a visible hematoma that rapidly appeared, which I normally do not see in my patients, but again she was compromised, and her extremities were covered with bruises.¿ no other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported, ¿this guide wire did not look this way until after I tried to put it in the pt., at which time I could not advance it and literally had to force it out of the vein! The vein was no longer usable after that. After I forced the guide wire out, she did have some bleeding and expressed some pain at the site, the bleeding was easily controlled. It did leave a visible hematoma that rapidly appeared, which I normally do not see in my patients, but again she was compromised, and her extremities were covered with bruises.¿ no other information was provided.